Manufacturer narrative:
Facility experienced an event with endopath* endoscopic multifeed stapler while performing a hernia repair. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 974392. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, yes; staples in nose, yes(2); staples in track, yes(10) and trigger engaged with precock, yes. Functional tests & results: cylced instrument, yes. Analysis conclusion: based upon the inquiry info received, the visual examination and functional test performed, no conclusion could be reached why the reported "device jammed" during surgery. The instrument was received with two twisted staples in the nose and a separated cartridge nose weld. The separated nose weld would not allow the driver to properly advance or form the staples. No conclusion could be reached whether the two staples in the nose caused the weld to separate or if the separated nose weld caused the staples to bemone jammed. Co revies each incidence as it occurs in an effort to continuously improve the products and processes.

Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed.